Event description:
Frontrunner x39 was used in an attempt to open a distal rca, 20 x 2.75mm chronic total occlusion (cto) at the acute margin. Attempts were made to pass the x39 through the proximal portion of the rca. The vessel had an anomalous type take-off with disease 2-3mm distal to the ostium. Additionally, this vessel appeared to have a 40% stenosis, about 15mm proximal to the cto. Multiple attempts to advance the x39 to the cto were unsuccessful. Ptca was performed to treat the disease proximal to the cto. The lumend personnel suggested that they do ptca and not stenting prior to using the fr, in order to treat the most distal disease first. The physician decided to place a 2.75mm x 28mm zeta sent to cover the dissected proximal area and fully open the vessel to allow the fr x39 to pass. After sent implantation, attempts were made to pass the x39 through the stent and despite multiple views, and guide manipulations, the x39 was never delivered to the site of the cto, nor was the device ever in the open position. During these attempts, and upon a contrast injection, dye extravasation was discovered. The physician mentioned that a small side branch was dissected and that may have caused a perforation. Upon review of all the angiograms, the fr may have been either behind the stent struts or into a side-branch vessel proximal to the cto lesion. The physician was unclear where the actual site of extravasation occurred. The physician reversed heparin, and performed long balloon inflations to seal the extravasation. In addition, 2 jomed ptfe covered stents were deployed. Repeated echocardiograms revealed no effusion in the pericardial space. The pt was transferred to the ccu in stable condition.